Event description:
During a remote follow up, oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Technical support was contacted and the suspected cause of the oversensing was myopotentials. Lead damage was suspected. The ra lead was capped and replaced to resolve the event. The patient was stable.